Event description:
It was reported that the patient with a known history of low flow alarms, down to as low at 1.8 liters per minute (lpm), was seen in the emergency department and discharged for gastroenteritis. Labs with supratherapeutic international normalize ratio were seen and the patient left the emergency department stable. The patient was brought into the emergency department by medical services at approximately 22:50, two hours after being discharged, for cardiac arrest. The left ventricular assist device (lvad) had been alarming for 20 minutes. Return of spontaneous circulation (rosc) was achieved while in the field. Upon arrival, the patient was in pulseless electrical activity and advanced cardiac life support was restarted. The lvad flow was 0.3 lpw. Interrogation was able to go back to 22:30, where it showed that patient had been having low flow alarms 1.8-2.4 lpm and at about 23:00, the flows became <1.0. In the emergency department, a focused assessment with sonography and a point of care ultrasound were performed and revealed no obvious bleed. Staff were able to achieve rosc 4 times, but on 5th time no sustainable rhythm was achieved and time of death was called. Log files were obtained before the system controller was disconnected and were submitted for review. The event log file captured low flow events on (B)(6) 2025. There are also several low flow flags which did not persist long enough to trigger low flow alarms. The periodic log file captured intermittent low flow events between (B)(6) 2025 and (B)(6) 2025. There were no issues noted in the pump log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Further, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The device will not be returned for evaluation. The controller event log files contained events from 17jun2025 through 18jun2025. Sustained and intermittent low flow hazard alarms were captured throughout the file with estimated flow reaching as low as 0.3 liters per minute (lpm). A specific cause for these low flow events could not be conclusively determined; however, the low flow events occurring after 22:50:00 on 17jun2025 appear to be consistent with the reported cardiac arrest. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist device. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that it was unknown if the death was considered to be device related. The device operated as expected.